Event description:
Caller states the patient came to them from the hospital and the inner cannula they got seemed different than the one the patient came with and the patient states they seem a little uncomfortable. Caller confirms no recannulation of the outer cannula was not required.